Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose and was having a hard time lowering blood glucose. Customer needed assistance setting up sensor. Customer reported that high blood glucose were caused by insulin pump. Customer reported to have been hospitalized on three occasions. Customer states hospitalizations were due to dehydration and a virus. Customer does not remember the dates of hospitalization but states that blood glucose was 400 mg/dl. Customer had symptoms of weakness, throwing up, and not able to eat. Customer was treated with IV drip and was given a cat scan because healthcare professionals thought customer had a stroke. Customer was very confused. Customer did not want to continue troubleshooting or recording hospitalization. Customer requested to be transferred to the sensor department.